Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was hospitalized for possible thrombus. Pharmacological and intubation was required. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was not intubated, and no intervention was required. Patient was discharged on (B)(6) 2018 and readmitted on (B)(6) 2018 with low flow alarm, and fibrin in inflow cannula. Patient still hospitalized.

Manufacturer narrative:
Hvad pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files associated with the event revealed normal power consumption from (B)(6) 2018 through the event date. No alarms can be verified since no alarm file covering the event date was available for review. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.